Event description:
It was reported that prior to a flexible lithotripsy procedure, when the system was turned on, the display appears reddish. The connectors on the display and cpu controller were reconnected, but the issue persisted, and the customer requested a display replacement. The patient was under general anesthesia, but there were no patient complications. The procedure was rescheduled due to the event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned, therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a troubleshooting attempt by disconnected and reconnected the connectors on the displayed, but the reported the issue persisted, therefore, the complaint was confirmed. The malfunction could affect the expected performance of the console and leading to the event described by the customer. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior to a flexible lithotripsy procedure, when the system was turned on, the display appears reddish. The connectors on the display and cpu controller were reconnected, but the issue persisted, and the customer requested a display replacement. The patient was under general anesthesia, but there were no patient complications. The procedure was rescheduled due to the event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.